Event description:
The customer reported that an alarm generated in yellow on a prismax equipment is transcribed in blue on an mx750 monitor. The customer expects the "dyls empty bag" alarm to be considered as a critical alarm and not a technical alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Reporter's phone# (B)(6). A follow up report will be submitted once the investigation is complete. The mx750, is reported in under (B)(4).

Manufacturer narrative:
Based on a review of the issue by product support engineering, this event appears to be an enhancement request. The 'bag empty' alarm on the non-philips prismax displays as a yellow technical alarm, which was defined as a low-priority alarm. This alarm is then transferred to the intellivue monitor, which displays "dialysate empty" as a cyan technical inop alarm, which is correct. Based on this information, there was no device malfunction and no harm occurred. This is no longer considered a reportable event.